Manufacturer narrative:
The customer's report was verified and attributed to corrupted software. It is unknown what caused the software to become corrupted. The software will be reloaded to the device to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.